Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a broken ventricular connector and additionally noted that one case screw and one decorative plug were contaminated. All found defective parts were replaced and all other identified issues were resolved.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had a broken ventricular output connector and would not hold the clip in place. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.